Event description:
A customer reported getting "5029 csum error (param)" on the aia-360 analyzer. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced error by turning on the analyzer. Fse resolved the complaint by replacing the main board, and rebooted the system without error. Fse perform quality control run without error and within the acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-360 operator's manual under chapter 7, section 7.1: list of error messages states the following: [5029] csum error (param) is generated when control parameter checksum error occurs. The operator is instructed to turn the power off and on again and check the parameters. If this problem reoccurs, contact the service department. The most probable cause of the reported event is due to failure of the main board.

Manufacturer narrative:
The main board was returned to tosoh instrument service center for investigation. Functional testing confirmed the reported event was due to failure of the main board. The most probable cause of the reported event is due to failure of the main board.